Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator keeps on rebooting and the communicator cellular adapter was getting hot. Boston scientific technical services (ts) assisted the patient in troubleshooting. A communicator power cycle was performed for both ends and tried a standard rebooting. The communicator issue persisted. The company representative opted to replace the communicator cellular adapter. The communicator remains in service. No adverse patient effects were reported.